Event description:
There was an allegation of questionable online tdm digoxin results from two cobas 8000 cobas c 502 modules. This medwatch will apply to the cobas 8000 cobas c 502 module with serial number (B)(6). Please refer to the medwatch with a1. Patient identifier (B)(6) for the cobas 8000 cobas c 502 module with serial number (B)(6). The initial result was 0.5 nmol/l, on another module at a different site. The repeat result was 0.4 nmol/l, on the same module as the initial result. The initial result was reported out of the laboratory and questioned by the pharmacy. The sample was sent to a sister site and ran on the two cobas 8000 cobas c 502 modules mentioned above. The results on (B)(6) were 0.70 nmol/l, 0.37 nmol/l, 0.56 nmol/l, and 0.71 nmol/l. The results on (B)(6) were 0.81 nmol/l, 0.76 nmol/l, 0.80 nmol/l, and 0.82 nmol/l. The sample was run 10 times, but still had large variations. The final reported result was 0.5 nmol/l. The customer took 5 other samples that they had already ran and reported out, and tested them again on both modules. Sample 1's results on (B)(6) were 0.37 nmol/l and 0.09 nmol/l. Sample 1's results on (B)(6) were 0.62 nmol/l and 0.44 nmol/l. Sample 2's results on (B)(6) were 0.38 nmol/l and 0.34 nmol/l. Sample 2's results on (B)(6) were 0.69 nmol/l and 0.56 nmol/l. Sample 3's results on (B)(6) were 0.46 nmol/l and 0.30 nmol/l. Sample 3's results on (B)(6) were 0.66 nmol/l and 0.60 nmol/l. Sample 4's results on (B)(6) were 0.31 nmol/l and 0.33 nmol/l. Sample 4's results on (B)(6) were 0.63 nmol/l and 0.48 nmol/l. Sample 5's results on (B)(6) were 0.08 nmol/l and 0.39 nmol/l. Sample 5's results on (B)(6) were 0.59 nmol/l and 0.66 nmol/l.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) determined that the mixer was misadjusted and adjusted it properly. The cell rinse tubing was also worn and was replaced. The fse also replaced and adjusted the sample and reagent probe. Qc and calibration passed, and the analyzer was functioning within specifications. The assay is no longer running on the module; therefore, a further root cause analysis was not possible. The investigation determined that the service action resolved the issue.